Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set-up for a shoulder scope, it was noticed that an arthroscope´s optics were scratched; which was communicated to the nurse; however the physician started the surgery and at the end there was infiltration in the optics. Surgery had to be completed open without any delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, the clinical root cause cannot be concluded. No further clinical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set-up for a shoulder scope, it was noticed that an arthroscope´s optics were scratched; which was communicated to the nurse; however the physician started the surgery and at the end there was infiltration in the optics; which caused a visualization problem. Surgery had to be completed open without any delay. No further complications were reported.